Event description:
A pt supported with biventricular assist devices (bivad) temporarily went into pulmonary edema after the routine switch to another dual drive console (ddc). After the pt was put back back on the original ddc, the symptoms quickly resolved and has since suffered no adverse effect. It was later discovered that the emergency selector valve on the ddc was not in the proper position, which caused a loss of vacuum in the pt's lvad (left ventricular assist device).